Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow-up medwatch will be submitted once the investigation is completed or if additional information is received.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece part number 89-8507-400-00 serial (B)(4) did not work. The surgery was delayed for 60 minutes. The patient was under anesthesia. The delay is due to the time needed to find another handpiece. The surgery was completed with another handpiece. There was no additional harm or injury to patient/operator reported.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the trigger/controller boards cable connection was damaged at trigger board level causing an intermittent functioning of the device and the motor was noisy. The event reported by the customer (device is not working) was confirmed. As a result the motor, the potted wired controller have been replaced to solve the issue discovered during the investigation with the front face. After repair, the product was tested, inspected as per internal processes and it was returned to the customer.